Event description:
Caller states the pt tested 1.9 inr on the coaguchek s system and 2.8 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Replacement system was sent.

Manufacturer narrative:
The event occurred in other country.